Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was prompting an "error 2" message. Per the onetouch ultra2 owner's booklet, this error message could be caused by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged error began to appear on an unspecified day in (B) (6) 2009. The cca noted that the pt manages her diabetes with insulin; however, denied taking any action regarding her diabetes management as a result of the alleged issue. Approx 1 week after the issue started, the pt claimed she developed the symptom of feeling sweaty and treated self with 40 units of lantus and 10 units of apidra insulin. At the time of troubleshooting, the cca noted that the pt did not have test strips and therefore was unable to verify or troubleshoot the alleged issue. The alleged error message remained unresolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.